Event description:
It was reported that during implant, the right ventricular lead was positioned in more than 10 locations and had poor or low sensing value. The physician suspected there was something wrong with the lead and when it was removed it was observed there was tissue stuck in the helix of the lead. The lead was not implanted and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the helix was distorted/bent. It was also noted that there was blood in/on the helix mechanism and the lead appeared damaged at implant.